Event description:
Patient had issues with the recharger in 2008, connection piece had broken and he had to wait for replacement. It is unclear if he rec'd the replacement. He has not charged since. Two months ago, pt lost stimulation. The implantable neurostimulator (ins) may have been overdischarged. The MFR representative performed 3 physician mode recharges without improvement; patient was still not getting telemetry from the 8840 programmer or the charger. Patient didn't remember what type of coupling he got in the past. Ins was easy to palpate and not tilted. On x-ray, it appeared that the ins was not flipped. The MFR's rep will attempt to recharge the device with a different insr. No other symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.